Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 20 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.